Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2014 with a bifurcated and suprarenal aortic extension. Subsequently, during a routine follow up on (B)(6) 2016, computed tomography showed almost complete separation between the two devices. There was no endoleak noted. Physician elected to place an infrarenal aortic extension to prevent further separation or leak. Patient is in stable condition.